Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 complaint of base hardware failure was confirmed. Repairs in past related to same complaint on (B)(6) 2020. At that time contamination on interconnect board. Then another for same incident on (B)(6) 2020. Again same issue, but now realized the radio board was not changed at the same time and also had contamination. The complaint is isolated to both interconnect and radio board. Base hardware failure also revealed in the event log. Action taken to replace radio board. Contamination/corrosion found in radio board. Base hardware "failed value= 32768.000. Battery is @ 95%. Device then passed all functional testing.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 bade hardware failure. Two other files in recent months for same issue. Summary of investigation in h -10 .no patient involvement.